Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the use of multiple cables. Reportedly, the usb port appeared to have crooked pins. There was no reported impact to the customer's blood glucose (bg) level. Customer indicated that current pump and/or omnipod were available for diabetes management.